Manufacturer narrative:
The insulin pump passed the functional testing, including the currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No rewind anomaly during testing noted. The insulin pump was received with cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer was unable to rewind out of the piston. The customer will be sent a replacement pump.